Event description:
On (B)(6) 2025 the caregiver reported that on (B)(6) 2025 the end-user experienced hyperglycemia with blood glucose (bg) levels of 401 mg/dl. The end-user was transported to the hospital by ems, admitted, and treated with intravenous insulin and fluids. The end-user was discharged on (B)(6) 2025 with no reported long-term effects.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.